Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant products- medical products - splined knee stem / pn 141618/ ln 883600, smooth knee stems / pn 145006/ ln 035600, vanguard ssk / pn 185282/ ln 2597034, tibial sm cruciate wing / pn 185650/ ln 056270, tibial offset adapter / pn 185211/ ln 154920, tibial tray / pn 185202/ ln 914440. This report is number 4 of 7 mdrs filed for the same event (reference 0001825034-2017-00393, 0001825034-2017-00395, 0001825034-2017-00396, 0001825034-2017-00406, 0001825034-2017-00407, 0001825034-2017-00408).

Event description:
The patient underwent a revision surgery, but it was reported that the same ¿dark spot¿ appeared after a short period.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.